Event description:
It was reported that st segment elevation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient and at that time the patient experienced st segment elevation. No treatment or intervention was performed at this time. The closure device did not meet release criteria and was recaptured and removed from the patient. After the closure device was removed the patient stabilized and no longer was experiencing st segment elevation. The procedure was continued and successfully completed with a new closure device implanted in the laa of the patient. The patient did not experience any other complications as a result of this event.